Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After one day of support, the pump was explanted as it could not maintain the appropriate position within the patient. The impella cp was replaced with a new impella cp pump.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The cause of the positioning issue was patient condition related due patient anatomy as he has a wide and short aortic arch that made the impella place properly difficult.